Event description:
It was reported that the patient passed away. The death was not device or therapy related. The pump was not explanted and will not be returned for evaluation.

Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Due to patient privacy laws, the account declined to provide any additional information regarding the reported event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.